Manufacturer narrative:
Additional information was received that the patient was experiencing medical issues and there were no faults assumed that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing tenderness and soreness over the ipg site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing tenderness and soreness over the ipg site. The patient will undergo an explant procedure.